Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported on the adc device. A customer reported receiving an unspecified sensor scan when compared to an adc meter. The customer experienced sweating and difficulty walking and had contact with a healthcare professional who administered glucose for treatment. There was no report of death or permanent injury associated with this event. The customer additionally reported sensor readings of 13.5 mmol/l, 12.9 mmol/l, and 19.2 mmol/l compared to adc mete readings of 6.9 mmol/l, 9.3 mmol/l, and 10.6 mmol/l. When the results were plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.